Manufacturer narrative:
Device evaluation: the rms-060022-r device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all rms-060022 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0020-18) states the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. "Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper." ¿individual variations of interaction between stents and the urinary system are unpredictable.¿ it is also of note that the instructions for use (ifu0020-18) lists encrustation as a potential adverse event associated with the use of the device. There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient physiology as the stent encrusted and became trapped on a stone, if the stent was not checked at regular intervals during the indwelling time the encrustation may have become severe enough to cause the inability to remove the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required additional surgery as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to completion of the investigation on 21-oct-21.

Event description:
Supplemental report being submitted due to additional information being received on 14-oct-2020 and 04-nov-2020. Patient/event info - notes: information received on 14oct2020: was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? No. Was there difficulty advancing the stent to the target location? No. How long was the stent in-dwelling? 8 mos. What was used to remove the stent? Grasper. How often was the stent checked during the in-dwelling time? Once. What method was used? X-ray and ultrasound. Was the patient using calcium supplementation? No. Was force required to remove the stent? Yes (needed eswl). Was encrustation evident on the stent? Yes. What is the source of the extrinsic compression? Metastatic prostate cancer. Information received on 04nov2020: did they indicate when the plan removal of the rms stent will be completed? Assuming you mean the one that was stuck-did eswl the week after the attempted removal and got it out. No issues. Also removed the tiny regular stent. Replaced with an 8 french dj. Is there any imaging available? From.what period of time? What is the patient's condition currently while the rms remains in place with the polymer also alongside it? He did fine with both. Minimal symptoms what is the indwell period of the rms stent please? Which one?

Manufacturer narrative:
Supplemental report being submitted due to additional information being received on 14-oct-2020 and 04-nov-2020. Patient/event info - notes: information received on 14oct2020: was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? No. Was there difficulty advancing the stent to the target location? No. How long was the stent in-dwelling? 8 mos. What was used to remove the stent? Grasper. How often was the stent checked during the in-dwelling time? Once. What method was used? X-ray and ultrasound. Was the patient using calcium supplementation? No. Was force required to remove the stent? Yes (needed eswl). Was encrustation evident on the stent? Yes. What is the source of the extrinsic compression? Metastatic prostate cancer. Information received on 04nov2020: did they indicate when the plan removal of the rms stent will be completed? Assuming you mean the one that was stuck-did eswl the week after the attempted removal and got it out. No issues. Also removed the tiny regular stent. Replaced with an 8 french dj. Is there any imaging available? From.what period of time? What is the patient's condition currently while the rms remains in place with the polymer also alongside it? He did fine with both. Minimal symptoms what is the indwell period of the rms stent please? Which one? Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the rms-060022-r device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation n/a. Image review n/a. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all rms-060022 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020-18) states the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. "Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper." ¿individual variations of interaction between stents and the urinary system are unpredictable¿ it is also of note that the instructions for use (ifu0020-18) lists encrustation as a potential adverse event associated with the use of the device. There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause review. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient physiology as the stent encrusted and became trapped on a stone, if the stent was not checked at regular intervals during the indwelling time the encrustation may have become severe enough to cause the inability to remove the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required additional surgery as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Complaint closure and investigation due dates updated per (B)(4).

Event description:
Supplemental correction report being submitted due to update of the e code from e2403 - no clinical signs, symptoms or conditions to e2328 - obstruction/occlusion and the f code from f1909 - surgical procedure delayed to f1901 - additional surgery following the completion of the investigation on 15-nov-23.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During a bilateral metallic stent exchange, one of the indwelling stents were difficult to remove. A scope was placed for viewing and it was noted that there is what appears to be a stone on the pigtail of the stent. A traditional polymer plastic stent was placed along side to create drainage until the indwelling stent issue can be addressed. The patient will require another procedure to deal with the stone and removal of indwelling metal and additionally placed plastic stent. Did any unintended section of the device remain inside the patient¿s body? Yes, the indwelling stent was meant to be removed but remains as there is what appears to be a stone on the pigtail of the stent. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes. Did the product cause or contribute to the need for additional procedures? Yes, the patient will require another procedure to deal with the stone and removal of indwelling metal and additionally placed plastic stent. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na.